Manufacturer narrative:
The pump was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test or verify low battery alert due to blank display. Also, received with moisture damage on the motor and force sensor.

Event description:
The customer's parent reported via phone call that the got an alarm to battery change and noticed that there was moisture on the inside of the battery compartment. Customer's blood glucose level was unknown. Customer reported that past exposure of the insulin pump to fluid and there was no visible water or fluid in the insulin pump. Customer stated that they perform a self test. And the test passed. Troubleshooting was performed. Customer was advised the insulin pump will need to be replaced and revert to backup plan. The device will be returned for analysis.